Event description:
It was reported that the holster gave a blue cable error during sampling mode of a breast biopsy procedure. Two samples were able to be attained for pathology to investigate. The case was stopped at that point. One holster to be returned for analysis by the customer.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site cleaned and adjusted the rotational cable as the bearing was seized causing noise and high torque. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.